Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery change. The valve was implanted. The patient had a moderate paravalvular leak (pvl) after implant and post-implant balloon aortic valvuloplasty (bav). The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of perivalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause of the reported pvl could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances, as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a